Manufacturer narrative:
Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information. Because the product is unknown at this time, we are unable to provide the complete unique identifier (UDI) # and other product specific information. If additional details become available, a supplemental report will be submitted. Block b3: the exact date of the event is unknown. The provided event date, (B)(6) 2026, was chosen as the best estimate based on manufacturer aware date 05/05/2026. Block d4:h4 the event was unable to provide the lot number of the device implanted. Therefore, there is not information related with device manufacturer day. Block h6: imdrf device code a150202 captures the reportable event of gel found in unintended site non-vascular.

Event description:
It was reported that after the spaceoar vue placement procedure, the patient felt fine, a computed tomography (CT) scan was performed, and everything seemed to be fine. However, one week after the procedure, the patient returned from the radiation treatment with low-grade fever and fatigued. The physician requests a magnetic resonance imaging (MRI), the hydrogel was in the corrected place, it was noted a rectal wall inflammation. The patient was prescribed with antibiotics; he has undergone 5 fractions out of 28, but it was paused to reduce the inflammation, the physician also prescribed some prednisone for the inflammation. No additional details were provided.